Event description:
Reporter alleged the blood glucose device genrerated a blood glucose result prior to the test strip being dosed with blood or control solutiion. It was stated the device was generating a flashing "off" but when meter was placed on top of a counter, a test strip ejected, and a result of lo resulted. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.